Event description:
The consumer reported using the product for eight hours on his lower back. When the patch was removed, the consumer described burns and blisters which resulted in scabbing and scarring in the area worn. The consumer consulted with his granddaughter, who is a nurse, regarding the injury. The consumer cleaned the wound with warm soap/water and let the area heal naturally.

Manufacturer narrative:
Package labeling indicates that consumers should consult with their doctor before use if they have diabetes. Since this is a disposable single-use device, the patch is unavailable for evaluation and analysis. This report is below the threshold of the FDA's requirements for mandatory reporting of adverse events involving medical devices as there is no evidence that use of the product resulted in serious adverse health consequences. Instead, our investigation has determined that the patient experienced temporary or medically reversible adverse health consequences. Accordingly, this MDR is being submitted as a voluntary and proactive measure by the manufacturer to enhance product safety and pharmacovigilance.